Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu313115/13120978 and tgu343420/13149593) to treat a type a complicated aortic dissection. Prior to the procedure, the patient underwent surgical debranching of the left subclavian artery. On (B)(6) 2015 the patient underwent a reintervention procedure to treat a type b uncomplicated aortic dissection. An additional conformable gore® tag® thoracic endoprosthesis (tgu454510/13518731) was implanted in the distal descending thoracic aorta. On (B)(6) 2015, persistent false lumen perfusion was identified. On the same day, the patient underwent a re-intervention procedure whereby amplatzer plug embolization was performed.

Manufacturer narrative:
The event description reported on MFR report # 2017233-2017-00647 was previously reported on MFR report # 2017233-2016-00546.

Event description:
Corrected event description: on (B)(6) 2017, an expanding thoracic aortic aneurysm was identified. On (B)(6) 2017, a reintervention occurred whereby placement of a 16x27 stent graft (manufacturer unknown) was implanted in the descending thoracic aorta, along with placement of a ctag (B)(4) device in the descending thoracic aorta distally. Also, coil embolization of the descending thoracic aortic false lumen was performed.